Event description:
It was reported that while using the ilet, the user experienced sustained hyperglycemia with glucose values up to 339 mg/dl after device start and a higher-than-usual carbohydrate meal; the user initially attempted a meal announcement for correction but was advised not to use meal announcements or outside insulin for lowering glucose, and a full supply change was completed with no occlusion or paused-insulin alerts observed, and the pump was noted to be in its initial learning phase. Symptoms included high blood glucose. Outcomes included need for troubleshooting and education with continued monitoring by the user. Investigation included customer counseling, review of pump alerts and status, and guidance through a supply change. Investigation of this case revealed no evidence of hardware malfunction or infusion occlusion and suggested hyperglycemia associated with early algorithm learning and meal carbohydrate load. It was concluded that the device functioned as designed and that the event was consistent with hyperglycemia of unclear cause during the learning period with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.